Manufacturer narrative:
Device received with cracked lcd window and cracked case at the display window corner. Device received with missing segments due to cracked and bleeding lcd glass. Unable to perform self test, displacement test and displacement accuracy test due to missing segments.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported display not visible anymore. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.